Event description:
It was reported by the surgeon that the patient underwent a jts extendible proximal tibial replacement on (B)(6) 2013. Since the procedure the patient has had external rotation of his lower leg. The patient has also reported swelling with associated pain on the medical aspect of his joint line which has occurred spontaneously. This swelling will resolved itself. The surgeon will carry out a revision procedure to replaced the prosthesis to standard non-extendible prosthesis as no further growth.